Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The consumer reported that their leads were not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information about the event. If additional information is received, a follow-up report will be sent. It was noted that the patient was implanted for post laminectomy pain and spinal pain.